Manufacturer narrative:
MFR received date: 10 oct 2019. The customer complaint was caused by an air flow sensor u1 that was out of specification. Replacement of the u1 component on the air flow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19july2019. The philips service support confirmed the power on/off led power switch had illumination failure and the oxygen concentration was at 93.8% value. The philips service support confirmed the power on/off led power switch had illumination failure and the oxygen concentration was at 93.8% value. The service support then replaced the power switch overlay and the oxygen concentration to addressed the issue. Unit was checked overall, cleaned, performed run in and functional tests. No other abnormalities were found after repair and preventive maintenance. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported during preventive maintenance the light emitting diode on/off power will not turn on and the oxygen concentration was below 100% value. There was no patient involvement.